Event description:
It was reported that the patient passed away due to end stage heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event and the pump's return status; however, no additional information was provided. Hmii lvas, serial number (B)(6) was not returned for evaluation. If the pump is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.